Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: xie yang, therapeutic effect of plasma cryoablation on chronic rhinitis, 2010.

Event description:
It was reported that on literature review "therapeutic effect of plasma cryoablation on chronic rhinitis", after a cryoablation procedure using a reflex 45 wand, one patient had hyperplastic hyperthrophy of the inferior turbinate, the event was resolved with two extra cryoablation procedures that relieved tha sysmptoms, also 3 patients had a posterior mucosal adhesions, the events were resolved by separating the adhesions on month after the surgery, the symptoms were relieved. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.